Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leaks. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the pulsed field ablation for left sided atrial fibrillation procedure, an air leak occurred. The sheath was advanced into the patient and transseptal access was achieved with the non-abbott device (versacross wire) through the sheath and dilator. Once the non-abbott device (versacross) was removed, the sheath was aspirated and little to no bubbles were seen. The non-abbott device (farapulse catheter) was advanced into the sheath and the sheath was aspirated again but this time a lot of bubbles were observed. The non-abbott device (farapulse catheter) was removed and aspiration was performed again, no bubbles. Readvanced the non-abbott device (farawave) and aspirated and a lot of air bubbles were observed again. The sheath was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient.